Manufacturer narrative:
The received device had the cannula assembly deployed. Blood was observed on the adhesive pad. The formed needle was visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to fully retract the needle after needle fire, contributing to bleeding/bruising as reported by the customer. No leakage was found during testing and no other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the patient was bleeding at the insertion point while wearing the pod for 20 hours on the abdomen.